Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. It was determined the issue is related to the mobile application. No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. Data was provided for evaluation and it confirmed the customer complaint. The reported event for loss of connection was confirmed. The root cause could not be determined.